Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown vanguard femoral component, catalog #: unknown, lot #: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is suffering from instability and is scheduled to undergo a left knee revision surgery. It is now reported that the patient is experiencing pain, valgus deformity and limited activity. Patient has not undergone a revision yet.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep183460, tibia bearing, 773480.

Event description:
It was reported that the patient was revised due to instability and now has normal alignment. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer.device history record was reviewed and no discrepancies were found. Review of the provided radiographs identified the following: images of the left knee confirm taken prior to the revision confirm valgus alignment. Images taken immediately post-op from the initial procedure noted increased spacing of the lateral compartment. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.